Manufacturer narrative:
Based on the current information provided, the root cause of the customer reported failure mode cannot be determined or is unknown. Insufficient information was provided regarding the possible stapler misfire and operative complication. If additional information is received, a follow-up MDR will be submitted. A review of the system and instrument logs has been performed. There were no observed events in the available system logs that would suggest a product issue, and logged events are in line with normal system functionality. Additionally, all reusable instruments used in the case were used in subsequent procedures and a site review shows no complaint filed against the instruments. The logs were reviewed by an isi advanced failure analysis (afa) engineer and the logs show the sureform 60 stapler instrument (part #480460-09, lot #l93220328-0284) was installed 5 times and fired 5 reloads (1 blue followed by 4 white). All firings were completed per the logs with 1 pause for compression. There was 1 incomplete clamp that occurred on the 5th install. No image or video clip for the reported event was submitted for review. This complaint is being reported due to the following conclusion: during a da vinci-assisted sleeve gastrectomy procedure, a sureform 60 stapler instrument possibly misfired with a white sureform 60 reload installed. As a result, the customer had concerns of a potential leak and the patient underwent an additional gi endoscopy procedure. It is unknown if an actual leak was found and if so, what medical/surgical intervention was rendered due to the complication. At this time, the causes of the customer reported failure mode and suspected operative complication are unknown. Blank MDR fields follow-up was attempted, but the patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for section is not applicable. Field d6 is blank because the product is not implantable. Information for the blank fields in section is not available fields are not applicable.

Event description:
It was reported that during a da vinci-assisted sleeve gastrectomy surgical procedure, the sureform 60 stapler instrument did not perform as expected and had possibly misfired with a white sureform 60 reload installed. The customer expressed concern about a potential leak and indicated that the patient underwent an additional gastrointestinal (gi) endoscopy procedure. It is unclear if an actual leak was found and what medical/surgical intervention, if any, was rendered due to the suspected complication. According to the initial reporter, the patient was reportedly fine and recovering. Isi has reached out to the surgeon to obtain additional information but has not yet received a response.